Event description:
A male, h/o cva, cad -s/p cardiac stents-, pulmonary htn, gi bleeding, ckd, hip replacement admitted with sob and lower extremity duplex revealed rle dvt -rt fv, no lle dvt- with pe medical management of pe and ivc filter insertion and discharged to nh. Readmitted 2 wks later for lethargy and swollen, cold, bluish discolored lle-. Phlegmasia. Duplex showed acute partial thrombosis in the left iliac, cfv, pop. Pt went into respiratory distress and acsl protocol was initiated, but pt expired. Recurrent pe resulting in death. Family refused autopsy. Dates of use: 2000 - 2008. Diagnosis or reason for use: #1 recurrent lower extremity dvt. #2 pulmonary embolism.